Event description:
The care giver (cg) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during use during fill 1 of 7 on (B)(6) 2012. The cg would start over with new supplies. Baxter product surveillance (bps) contacted the cg on (B)(6) 2012. She stated that she remembered there being air in the heater line that night. The patient was connected. There was nothing unusual noted about the supplies. Since then, therapy has been going well and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.